Manufacturer narrative:
The report we received from the field indicated that the physician implanted an expired stent in the patient. Several attempts have been made and continue to be made to obtain additional information regarding the reported event. The product is not available for evaluation.

Event description:
Expired stent implanted